Manufacturer narrative:
One 3i abutment screw was returned for investigation. Visual evaluation of the as returned product identified part of an abutment screw was found inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 14 and was used for approximately 4 months and 29 days. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. F - october 2019 per the applicable IFU, it is stated that breakage may occur when devices are loaded beyond their functional capability. DHR & complaint history review (3i abutment screw): DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Brand name is unknown. Device product code is unknown. Lot number was not provided. Catalog number is unknown. 510(k) number is unknown. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw broke off inside the implant requiring implant removal. Patient will return for additional appointments. Tooth #14.